Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, (B)(4)- vasoview 6 pro insuflation co2 line disconnected. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.